Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: antirotation screw for femoral neck sys 100mm length - ster (part. No: 04.168.500s, lot. No: 2l90763, qty: 1) was returned and received at us cq. Upon visual inspection at cq, it is observed that there are few scratched/ nicked spots all over the body. Proximal threads were also got slightly stripped. There is also some discoloration observed on the surface of the body. Functional test: a complete functional test cannot be performed at cq due to the received condition of the devices. But antirotation screw for femoral neck sys 100mm length - ster (part. No: 04.168.500s, lot. No: 2l90763) was properly inserted and removed from neck fix bolt l100 tan (04.168.300, 2l98074) without any issues. Dimensional inspection: dimensional inspection of the returned devices was performed at cq. The diameter of the distal threads of the received device was measured and is within specification as per the relevant drawing. Document/specification review: the relevant drawings/ documents were reviewed during the investigation: no design issues or discrepancies were noted during the investigation. Investigation conclusion: the complaint could not be confirmed for antirotation screw for femoral neck sys 100mm length - ster (part. No: 04.168.500s, lot. No: 2l90763). A definitive root cause for the reported problem could not be determined. Proximal threads might have got stripped during extraction procedure. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: device was first manufactured unsterile under the lot 2l90763 in grenchen and sterilized afterwards. As this complaint is neither packaging nor sterilization related only the manufacturing documents of the unsterile device 60123934 with lot 2l90763 were reviewed: part number: 60123934, synthes lot number: 2l90763, manufacturing site: grenchen, release to warehouse date: 23. Jan. 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event occurred on an unknown date in 2020. (B)(4). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient presented with hip pain three weeks post-operative. On x-ray, implants show a superior cutout of the femoral head. The original date of implantation was (B)(6) 2020. The patient was having her femoral neck system (fns) implants removed and undergoing a hip hemi arthroplasty. The procedure and patient outcomes were unknown. Concomitant devices reported: antirotation screw for femoral neck sys 100mm length - ster (part# 04.168.500s, lot# 3l32061, quantity# 1). 5.0mm ti locking scr slf-tpng w/t25 stardrive 46mm-sterile (part# 412.217s, lot# 2l48457, quantity# 1). Bolt for femoral neck system 100mm length-sterile (part# 04.168.300s, lot# 3l31939, quantity# 1). (B)(4).